Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the self test, sleep current measurement, active current. Measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit also had a missing reservoir tube o-ring, scratched case and a pillowing keypad overlay. Data analysis: (date of customer passing: (B)(6) 2019.). The formatted history file lists data from (B)(6) 2017 to (B)(6) 2017. (B)(6) 2017 05:32:22.000 usertimedatechange. Eventtype = 3. Sourceid = pump (ngp is in open loop state). Historyrecordlength = 19. Oldsystemtime = (B)(6) 2017 05:32:22.000. Newsystemtime = (B)(6) 2018. Then continues to lists data from (B)(6) 2018 to (B)(6) 2018. There was no data listed for (B)(6) 2019. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was an embolism. The caller stated that the customer had cirrhosis that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. This case is being reported for the failure analysis results. The caller agreed to return the insulin pump for analysis. Pump was unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.